Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for two weeks for low blood glucose and kidney failure. The patient's blood glucose at the time of admission was 45 mg/dl. The customer's blood glucose dropped to as low as 25 mg/dl; she was able to increase this value prior to hospitalization but her blood glucose dropped again. She was taken to the hospital by ems. Troubleshooting was declined for the insulin pump. No products were returned or replaced.